Event description:
It was reported that the ilet insulin pump presented an inability to proceed during a supply change and prompted to check alerts while no alerts were visible, and subsequent restart, supply change attempts, and a dry run did not resolve the issue, consistent with a device malfunction associated with incomplete tubing fill during insulin handling. No reported adverse clinical effects or symptoms. Outcomes included interruption of insulin delivery and transition to backup therapy. Investigation included review of the event history and troubleshooting steps performed with the patient. Investigation of this case revealed persistent inability to complete the supply change process despite restart and dry run, indicating a malfunction of the pump or supply-change process. It was concluded that the device malfunctioned and required replacement, with the patient instructed to shut down the device and begin startup on the replacement unit.